Event description:
Rayner intraocular lenses limited received notification from the (B)(6) distributor of an event that occurred following implantation of a c-flex aspheric 970c intraocular lens (iol). The event description provided to rayner states that in the post-operative period the healthcare professional observed the development of fibrin reaction.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner intraocular lenses limited. In correspondence with rayner, the distributor stated that the pt developed fibrin reaction 20 hours after iol implantation. The reporting healthcare professional is the same as for MDR reports 9611165-2013-00114 and 9611165-2013-00115. The distributor in correspondence with rayner stipulated that the treatment was the same for all pts. Rayner intraocular lenses limited has requested specific info on the surgical procedure, detailed pt history and info on the course of treatment pre and post-operatively in order to fully investigate the reported event. To date, no further info has been received. Our review of production records for the c-flex aspheric 970c iol batch 012e32240 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria. A review of existing vigilance data from the month of manufacture of the c-flex aspheric 970c iol (january 2012) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex aspheric 970c iol batch 012e32240.